Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (discharge profile faults) was confirmed. As received, the monitor failed incoming functional testing. The cause of the test failure and the discharge profile faults was isolated to an intermittent connection on the j1000 connector on the computer/analog and defibrillator pcas. The cause of the intermittent connection could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it had discharge profile faults in the downloaded software flag data.